Event description:
A report was received stating that a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.